Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with a reported value of 390 mg/dl while using the ilet following inconsistent meal announcements that led to maladapted meal algorithms; a healthcare professional recommended and customer care guided a factory reset, and education on proper meal announcement practices was provided and understood. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included recovery to target range with user-administered correction doses and no hospitalization. Investigation included a technical review via guided troubleshooting and confirmation of the sensor code on the applicator. Investigation of this case revealed that missed meal announcements contributed to algorithm maladaptation affecting glycemic control, with no device component malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to missed meal announcements leading to temporary hyperglycemia, mitigated by factory reset and education.